Manufacturer narrative:
Device evaluated by MFR: initial visual examination of the returned device noted that the distal edge of the stent was damaged, one strut was considerably stretched and elongated toward the tip. Microscopic examination of the balloon profile found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the severely tortuous right coronary artery. The physician advanced the 2.25x24mm promus element plus stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the severely tortuous right coronary artery. The physician advanced the 2.25x24mm promus element plus stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is stable.